Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that a piece of the silicone tip fell off into the pt leg. It was retrieved without another incision or harm to the pt. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h10. Corrected section: h-3 (device not eval provide code). Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that a piece of the silicone tip fell off into the pt leg. It was retrieved without another incision or harm to the pt. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise ID (B)(6). The device was returned to the factory for evaluation on (B)(6)2019 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissue was observed on the jaws and heater wire. Excessive char and tissue was observed on the heater wire. No visual defects were observed on the heater wire. The silicone insulation on the cold jaw closest to the base of the jaw was observed to be peeled, exposing the metal portion of the cold jaw. The peeled silicone was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that a piece of the silicone tip fell off into the patient leg. It was retrieved without another incision or harm to the patient. The hospital did not report any patient effects.